Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation; however, the evaluation is not yet complete. Visual inspection revealed no obvious abnormalities that could have contributed to the reported overinfusion event. Flow rate testing revealed that the flow rate of the device was within specification. The initial evaluation was unable to confirm the reported condition. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation, however the device functioned within specifications during testing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor device overinfused at the hospital. This occurred during patient infusion with fentanyl citrate and saline. The reporter stated that the expected flow rate was 20ml/40hr and the actual flow rate was 20ml/28hr. There was not patient injury or medical intervention reported. Additional information was requested and is not available.